Event description:
The manufacturer received information alleging a "performance verification test failure on verify o2 flow sensor" occurred on a trilogy 202 ventilator, international. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at third-party service center, the customer's complaint was confirmed. A "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blender circuit board was replaced as per service manual to address the issue. Additionally, the device's front enclosure was replaced due to being damaged.